Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis nurse reported that a patient expired. The patient passed away in their sleep eight days after they last dialyzed. The cause of the patient¿s death was unknown.

Manufacturer narrative:
Clinical review: the file has been assessed for the necessity of performing a clinical investigation. Per the patient¿s end stage renal disease (esrd) notification form, the patient¿s cause of death recorded cardiac arrest, cause unknown; no secondary causes. While it was recorded the patient did not discontinue ccpd therapy prior to death; the patient¿s peritoneal dialysis (pd) nurse reported the patient passed away in their sleep eight days after they last dialyzed. Based on the available information, a temporal relationship does not exist between the liberty cycler and the patient¿s cardiac arrest with fatal outcome. At this time, there is no allegation or documentation that indicates the liberty cycler caused or contributed to the patient¿s death. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.